Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while inserting on the port during a laparoscopic procedure, the balloon did not inflate. It was also stated that the balloon was distorted or unusual shape. A device was replaced to complete the case. There was no patient injury.